Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2018, the arjohuntleigh representative was informed about the incident related to arjo maxi sky 600 ceiling lift which occurred in (B)(6) hospital ((B)(6)). As per customer's event description, when the patient was raised, the lifting strap unwinded unexpectedly and the patient fell. Neither injury nor harm was reported.

Manufacturer narrative:
On 16 mar 2018, the arjohuntleigh representative was informed about the incident related to arjo maxi sky 600 ceiling lift which occurred in (B)(6) hospital (issy-les-moulineaux, france). As per customer's event description, when the patient was raised, the lifting strap unwounded unexpectedly and the patient fell. Neither injury nor harm was reported. When reviewing reportable complaints related to maxi sky 600 and similar ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to the similar issue. Based on analysis previous incidents, the unexpected unwinding of the ceiling lift strap may occur when the lifting strap fully unwound from the transmission gear. It needs to be emphasized that, the transmission box is responsible for providing up/down movement of the lifting strap by activation of the gear movement. In case of any failure of this part during patient transfer, the device is equipped with a safety feature: automatic emergency brake that would engage and will stop a strap from unexpected unwinding. Therefore the fall will be automatically stopped by the safety feature incorporated into the device. During an inspection of the involved device performed by arjo representative, there was no failure identified that could have caused or contributed to the reported fall. The unexpected device behavior: unwinding of the ceiling lift strap could not be re-created. What is more, the transmission gear and emergency brake worked correctly. Using the device as per its intended use and according to instructions included in the instruction for use (IFU 001.14150.33.en rev.8) should prevent an uncommanded unwinding of the lift strap. Sum up, while the incident occurred the device was being used for patient's transfer. The root cause was impossible to define despite the analysis of all collected information. As per allegation reported the lifting strap was unwound from the transmission gear, so the maxi sky 600 ceiling lift was not up to manufacturer's specification. Complaint decided to be reportable based on the potential of serious injury if the incident would to reoccur.